Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during r wave measurements another manufacturer's right ventricular (rv) lead was paced. Boston scientific technical services (ts) was consulted to review an atrial tachy response (atr) event and found ventricular paces followed by deflections that suggest loss of capture with intrinsic conduction. It was also noted that there were two spikes in the rv impedance measurement from 350 to greater than 3000 ohms were also observed. Tech services discussed possible reasons for these measurements and suggested programming changes. The patient also reported that they have muscle stimulation in unipolar pacing. The field representative noted the cause of the loss of capture and high impedance measurements were not conclusively determined, however a progressive fracture of the other manufacturer's rv lead was suspected. The rv lead sensitivity was decreased to help promote ventricular pacing and the rv output was increased to address possible rv latency. The patient reported an occasional odd feeling in her chest with a decrease in these symptoms since last follow up. At this time the physician opted to continue to monitor the patient. It was further noted that the patient is not pacemaker dependent with an escape rate in the 50 beats per minute range when at rest. The physician also advised the patient that she could return to her normal exercise regime. The field representative advised the physician that an upper body workout could exacerbate a progressive or intermittent fracture, but the physician stated he was comfortable with the risk considering the patient's underlying rhythm. The pacemaker and rv lead remain in service and no other adverse patient effects were reported.